Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - able to establish contact with customer who indicated that symptoms improved and he did not currently have any diabetic symptoms, it is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer stated he performed blood tests that morning and had obtained results of 331 mg/dl and hi. Customer stated he ate things he should not have late the night before and did not give himself his insulin. The customer's expected fasting blood glucose test result range is 150 - 180 mg/dl. At the time of the call the customer stated that he felt his blood glucose was high, but did not specify what his symptoms were. Medical attention was not needed at the time of the call. During the call a back to back blood test was not performed by the customer. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 07/26/2020 and test strips were opened two - four weeks ago. The customer declined to review the meter memory for previous test result history.